Event description:
It was reported that the fiber's plastic tip came off outside of the patient. No further information was reported.

Manufacturer narrative:
Correction to block g1: manufacturing site address. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the plastic tip of the fiber came off outside the patient. No further information has been provided. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome, despite good faith efforts.